Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3, h4, d8, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit's front panel was blinking. The issue occurred during inspection for use during a diagnostic unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the high flow insufflation unit's front panel was blinking. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.